Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # c01a, 510k # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: osteoporotic vertebral fracture it was reported that on (B)(6) 2015, during balloon kyphopalstyprocedure, intra-op, cement leakage towards inferior border of a pedicle or intervertebral foramen was observed. No additional treatment was performed. The event did not delay surgery. Surgeon considered it no problem because the cement probably remained inside the pedicle. No patient complications were reported due to this event. Sales rep told the surgeon that he saw something like leakage towards intervertebral foramen on image and the surgeon reportedly commented that it is not leaking outside the bone so it's not a problem. The sales rep asked this for confirmation. The patient&#38112;status was fine intra-op. Post-op status is unknown.